Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('almost 1 year post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("can't remember anything"), hypoacusis ("can't hear"), vision blurred ("can't see well anymore"), fatigue ("tired") and nausea ("nausea"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, feeling abnormal, hypoacusis, vision blurred and nausea outcome was unknown and the fatigue had not resolved. The reporter considered nausea to be unrelated to essure. The reporter considered fatigue, feeling abnormal, hypoacusis, medical device removal and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, feeling abnormal, hypoacusis, fatigue and vision blurred. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New event nausea was added. New reporter added. Follow-up 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('almost 1 year post op.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("can't remember anything"), hypoacusis ("can't hear"), vision blurred ("can't see well anymore") and fatigue ("tired"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, feeling abnormal, hypoacusis and vision blurred outcome was unknown and the fatigue had not resolved. The reporter considered fatigue, feeling abnormal, hypoacusis, medical device removal and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, feeling abnormal, hypoacusis, fatigue and vision blurred. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.